Event description:
Purchased approx 66 bassinets, MFR homewood model "custom made." While staff member was moving bassinet, handle and top plate fractured from support base. Top plate is what holds the baby; this had the potential of dropping the baby off of the bassinet. MFR was contacted, thorough examination and pictures were taken. It was determined that there was a structural failure in the fastening of the top plate which was inherent to all bassinets. MFR recalled all bassinets. An attempt was made to re-fasten top plate with an additional carriage bolt. The "fix" was insufficient and the same issue occurred. Carriage bolt was also protruding through the top plate creating a hazard to the baby's head. Second design fix was then attempted, counter-sinking the existing carriage bolt and adding two additional bolts to the handle end of bassinet. This fix brought the bassinets back into operation. It was then discovered that the wheel locks when being engaged or disengaged would snap off. We were forced to return the bassinets at that point and get a different bassinet.